Event description:
It was reported remotely via merlin.net. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. Patient condition was unknown.